Manufacturer narrative:
The customer stated that both sets of results were generated from primary tubes loaded onto the architect for processing. The customer advised abbott customer support (csc) that samples are barcoded by the lab staff prior to processing on the instrument. Csc reviewed architect (B)(4) instrument logs and found no instrument issues, but based on the hemolysis / icteric / lipemic results it is suspected that different samples were processed under the same sample barcode. Possible sample integrity and/or handling issues are supported by the frequency of error 3375 (unable to process test, aspiration error occurred) observed in the (B)(4) history log, though no errors were generated while sid (B)(6) was run. The history log and pm (pressure monitoring) log confirm the pm board was functional when sid (B)(6) was tested. Return testing was not completed as returns were not available. A review of the architect (B)(4) service history found no other contributing factors, and no additional reports of discrepant or inconsistent results have been received. A complaint review for architect c16000 did not identify any additional complaints or trends related to discrepant or erratic results. The architect system operations manual provides adequate labeling about patient result flagging, maintenance, component replacement, specimen handling, limitations of result interpretation, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for the architect c16000; serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported discrepant results on multiple assays for one patient on the architect c16000 analyzer. Sid (B)(6) from a patient in renal failure initial results were: t.bili = 180.6umol/l / repeat = 13.8umol/l and creatinine = 64umol/l / repeat = 417umol/l. The initial results were questioned by the ward, but no treatment was provided based on those results. Additional results: albumin 27 /29g/l, alk phos 289 / 106u/l, alt 9 / 41u/l, calcium 2.61 / 2.1mmol/l, co2 21 / 14mmol/l, crp <0.2 / 212.27mg/l, chloride 110 / 103mmol/l, potassium 5.3 / 5mmol/l, sodium 140 / 135mmol/l, magnesium 1.01 / 0.74mmol/l, phosphorus 1.78 / 2.03mmol/l, total protein 51.8 / 56.8g/l, and urea nitrogen 6.6 / 30.6mmol/l,; hemolysis 0.71 index / 0.14; icteric 177.7 index / 4; lipemic 0.16 index / 0.08.